Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any additional information. Unknown disposition.

Event description:
The manufacturer was informed that the patient who had perceval sutureless aortic heart valve size l implanted on (B)(6) 2022, has passed away due to septic shock. No further information is available at this time.

Manufacturer narrative:
Based on the medical judgment received (i.e., ''the septic shock was due to a peritoneal infection and perceval wasn¿t involved''). As such, the cause of the reported event was not related to the device.

Event description:
The manufacturer was informed that the patient who had perceval sutureless aortic heart valve pvs25 / size l implanted on (B)(6) 2022, has passed away due to septic shock. No further information is available at this time. Based on the additional information received, the septic shock was due to a peritoneal infection and for the surgeon perceval wasn¿t involved. No further information was provided.